Event description:
On (B)(6) 2009 an miniarc was implanted. It was reported that, during the same surgery, vaginal stenosis and strictures were released. In 2009, pelvic floor physical therapy was done and the miniarc was excised. In 2012, pelvic floor physical therapy was done and she had continued yeast infections. Between 2005-2012, she had incontinence.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.